Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n247065, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced a loss of therapy. The implantable neurostimulator (ins) was not able to be brought out of overdischarge.

Event description:
It was reported that the patient was not able to charge the stimulator. The last time the patient charged was prior to may, had since gained 30 pounds and it appeared difficult for the patient to charge. There were telemetry issues. The caller assumed the patient would be getting poor coupling. Regardless, the device was over-discharged and the caller instructed the patient to conduct a physician mode recharge (pmr) at home. The patient stated this was the only over-discharge that had occurred. The battery was located in the abdomen. A revision was scheduled for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2014-17995 for another event that was reported simultaneously regarding the same patient and system.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported in report # 3004209178-2014-17995: it was reported that the patient would have a revision (B)(6) 2014 because the patient had a spine surgery in (B)(6) and the leads were removed and/or cut at that time. The battery was located in the abdomen. Any additional information received will be reported in this event going forward. There was also additional information received. Additional information received reported that the patient had a full system replacement on (B)(6) 2014. The manufacturer representative met the patient again for her post-operative visit on (B)(6) 2014 and she was doing great and was receiving good coverage.